Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages noted on shaft polymer extrusion. A detailed microscopic examination of the balloon material identified pinhole leak at the proximal section of balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Using an encore inflation unit an attempt was made to inflate the balloon when a pinhole leak was confirmed. The pinhole leak was at the proximal section of balloon. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 4-5 atm for 5 to 6 seconds. The device was removed using normal method and the procedure was completed with a different device. No complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 4-5 atm for 5 to 6 seconds. The device was removed using normal method and the procedure was completed with a different device. No complications were reported and patient was good post procedure.